Manufacturer narrative:
Product analysis: the hypotube had detached 18.4cm distal to the distal end of the strain relief. There were kinks visible on the hypotube 1.1cm and 2.5cm proximal to the detachment site. The hypotube was oval and jagged on both sides of the break site. The distal tip was damaged. The proximal balloon pillow was partially inflated. The stent had moved slightly on the balloon 0.5mm visible between the balloon pillow and the first proximal stent segment. Cine image review: the images confirm the presence of diffuse disease in the lcx and om vessels. After treatment of a lesion in the lad, multiple vessel pre-dilations were completed in the lcx and om. With a wire delivered to the om and the lcx what appears to be an 18mm stent in delivered to the om, while a long balloon is present in the lcx. The balloon is inflated in the lcx but there is no evidence of the stent being deployed in the om prior to it's removal from the vessel. No evidence of the reported catheter removal difficulties are visible on the images provided. But based on the diffuse disease and the angulated take off into the om, it appears most likely that during manipulation of the resolute onyx device in the gc, in which a micro-catheter/guideline, two wires and a balloon catheter were present, when trying to position the stent into the om with a tortuous ostium, that the hypotube was damaged and kinked resulting in the breakage and the detachment. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx drug eluting stent to treat a moderately tortuous and moderately calcified om lesion located in the proximal ostium vessel, exhibiting 80% stenosis. It was reported that on inspection, no damage was noted to the packaging or hoop/tray. The lesion was pre-dilated. It was reported that the device passed through a previously deployed stent. It was reported that resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the shaft was kinked and broken just before finalizing the stent positioning, and also, that due to patient morphology, difficulty was encountered when removing the device prior to stent deployment. The device was not deployed in the patient. The physician commented that the patients morphology contributed to the event. The procedure was completed using another resolute onyx stent. No patient injury was reported as a result of the event. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.